Manufacturer narrative:
(B)(4).

Event description:
On 2016-02-02, information was received from a consumer regarding a male patient who was receiving an unknown drug via an implantable pump for non-malignant pain and failed back surgery syndrome. On an unknown date, the patient ¿hit a tree¿ and his catheter got ¿all tangled up in a knot and the anchor was still in his spine and it hurt so bad.¿ the pump and catheter were removed. Additional information has been requested regarding the drug information, the patient¿s medical history and concomitant medications, the event date, the catheter serial number, what devices were impacted by the event and troubleshooting, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.